Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was taken to a hospital and was stabilized. According to the patient's caregiver, the ventilator was being used with a mask. Oxygen was being delivered at 4 liters per minute through a nasal cannula placed under the mask. The ventilator (trilogy 100) is designed to deliver low flow oxygen, up to 15 liters per minute, through an entrainment port on the back of the device. The caregiver was advised to deliver oxygen through the entrainment port and to titrate the liter flow as needed to meet the patient's oxygen requirements.